Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was skipped along the graft. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was skipped along the graft. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was july 28, 2011 where it was reported that the device required standard repair and the damaged head, control bar, swivel and standard repair parts were replaced. This is not a related issue. Initial qa inspection of the air dermatome was not performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the customer has elected to not move forward with the aged repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.